Event description:
The customer alleged that the pump "malfunctioned" and they went to the emergency room; however, declined troubleshooting with tandem technical support and declined to provide further information; therefore, the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.